Event description:
The manufacturer was notified on september 30, 2025 that a patient reported persistent pain after having a tka surgery using the u2 total knee system, and x-ray imaging revealed femoral component loosening and metal beads shedding at 1.5 years postoperatively.

Manufacturer narrative:
Based on investigations of all currently available information, a correlation between the reported event and this medical device cannot be confirmed at this time, nor can a definitive root cause be identified. However, given that the use of this product cannot be entirely ruled out as a potential cause or contributing factor to the event, this report is submitted in accordance with relevant regulatory requirements.